Manufacturer narrative:
(B)(4). Results of investigation: the vyaire medical failure analysis laboratory received the suspect device, a vela ventilator, and evaluated the device. An evaluation of the device confirmed the reported issue and found that the device had physical damage and had not been maintained according to the service manual. The vyaire factory service center repaired the device and the device meets manufacturer specifications.

Event description:
The customer reported that during transport of the patient, the ventilator alarmed "vent inop." There was no patient harm/injury associated with this issue. "Motor fault" and "vent inop" messages were logged in the events log.